Event description:
A consumer reported various issues after having intraocular lens (iol) implant surgery in both eyes. She stated she is "oversensitive to all lights, car and traffic lights are a bad dream." Although she can read without eyeglasses, sometimes print fades while reading, as if a film is over her eyes, and the room seems smoky. She added that her left eye seems to be worse than her right one due to floaters, shadows and hazy vision in that eye. In a follow up, the consumer reported that her doctor will do "laser surgery" and prescribed eye drops for dry eyes. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information from the implanting surgeon have been made. A completed questionnaire has not been received. (B)(4).